Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced insulin flow blocked alarm event on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4)has been evaluated for the malfunction occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). No escalation required. The batch 6006109 in question was manufactured at the reynosa site. Complaint investigation: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6006109 was manufactured according to the wi version 111 packaged in the inset 9, on 19/mar/2024, with a total of (B)(4) units. Gluing of tubing the lot 4c01904 was manufactured according to the wi version 61 in the gluing of tubing in the machine sc09, on 18/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). No escalation required and lot 6006109 no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.